Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during the demo, when start the device, it shows alert code 200.25. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device displayed error ref 200 25 as psu board was defective. The psu board was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The defective psu board would have caused the customer to experience the reported problem. However, given the information provided, we cannot discern a definitive root cause for the defective psu board. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/14/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a demonstration on (B)(6) 2021, it was observed that the generator device displayed an alert code 200.25 when started. There was no procedure nor patient involvement reported. No additional information was provided.